Manufacturer narrative:
H.6. Investigation findings code c21: investigation results pending outcome of engineering evaluation and product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) during evar, a gore® molding & occlusion balloon catheter was used as an occlusion balloon for the common iliac artery during the embolization of the internal iliac artery using a non-gore device. Upon attempting to cannulate the internal iliac artery, the balloon of the gore® molding & occlusion balloon catheter failed to inflate. (This event was originally reported as a rupture.) Another balloon catheter (non-gore device) was used and the procedure was concluded. Reportedly, the cause is unknown. The physician stated that the gore® molding & occlusion balloon catheter was used in the usual way and there was no issue when the catheter was inserted or with the condition of the common iliac artery. Because the main device used was not a gore device, the fsa was not present during the procedure.

Manufacturer narrative:
H.6. Investigation findings code c19: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creagh medical specifications and procedures. Engineering evaluation: the device evaluation found no visual defects and the balloon could be inflated. The complaint could not be confirmed. Added h.6. Component code g04010. Replaced h.6. Investigation type code b21 with b01, b13, b14. Replaced h.6. Investigation findings code c21 with code c19. Replaced h.6. Investigation conclusions code d16 with code d15.